Event description:
During product evaluation by baxter, the infusion pump was found to contain an inoperative "stop" key on the pump-head module keypad. This event occurred during service. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
The condition of a pump with an inoperative "stop" key was confirmed. The cause was determined to have been caused by a faulty pump-head module keypad. The pump's pump-head module keypad was replaced to correct the condition. This issue is being investigated.